Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of type 3a endoleak with aneurysm growth. The most likely cause of the distal loss of seal could not be determined due to a lack of relevant imaging studies surrounding both the implant and repair procedures. No procedure related harms could be identified. Reportedly, the endovascular repair was unsuccessful and the patient was scheduled for a surgical bypass. The final patient disposition could also not be determined. There have been no reports of further negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on (B)(6) 2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2014, the patient was initially implanted with a bifurcated stent and three (3) limb extension. On (B)(6) 2014, a secondary procedure was performed for an unknown reason. The physician elected to implant two additional limb extension. On (B)(6) 2017, endologix was made aware of a type 3a endoleak (separation of the limb from the bifurcated stent) and the patient has claudication symptom. An invention to repair the limb separation is pending. No further information has been provided at this time. There have been no additional patient sequelae reported.